Event description:
A malfunction alarm labeled malf 12 was reported. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer was assisted by technical support in resetting the pump, and they confirmed that the malfunction code did not recur. The customer was instructed to continue using the pump and advised to report any future malfunctions.